Event description:
It was reported that there was no stimulation sensation. It was noted that the stimulation stopped one day prior to report. It was noted that had it on and automatically when off because ¿assuming it was dead.¿ it was noted that the ¿machine¿ was ¿completely dead¿ and could not turn on. It was noted that the last time recharged was two days prior to report. The difference between a discharged and an overdischarged implantable neurostimulator (ins) was reviewed. It was noted that ¿looking at the wires on the programmer and it was something to come undone.¿ this was noticed while on the phone on the date of report. It was noted that the ¿box keeps telling¿ 376 antenna. It was noted that a 376 antenna test-temp failure was observed and a call your doctor icon. It was also noted that the patient did not have a ¿remote¿ and had lost it. It was noted that the anomaly related to the recharger antenna appeared to have occurred through product use. The recharger antenna was not received or it was not analyzed. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 37791, serial# unknown, product type: recharger; product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 37752, serial# (B)(4), product type: recharger; product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead; product ID 37791, serial# unknown, product type: recharger. (B)(4).